Event description:
It was reported that during an in clinic follow up, the patient's implantable cardioverter defibrillator (ICD) experienced non-sustained right ventricular oversensing (nsrvo) caused by post paced t wave oversensing. The ICD was preprogrammed. The patient was in stable condition.